Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: the one today seemed to have been clamped it would not flush when hooked up to the patient, but when they took it off the patient it flushed. Product #2426-0007. Lot #: customer is checking with end user. Were there any adverse event(s) as a result of this reported issue? Customer is checking with end user.